Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the actual device was evaluated. The device log files were reviewed for these events and the investigation could not confirm the reported issues. The investigation found that the most probable root cause of the issue of the chamfer cuts being 3-4mm off is the combination of potential array movement and leg/robot movement. The user did not utilize the pointer tool to verify anterior chamfer and posterior chamfer resection cuts, so inaccuracy of both the resection planes could not be confirmed. The investigation found evidence that the femur array may have moved during the initial leg alignment step, and all other subsequent leg alignment attempts and full planning step. The hip is seen moving in atypical motions during these steps. Since array movement may have occurred during leg alignment and full planning stages, prior to any femur or tibia cuts, there is a potential risk of inaccurate bone resections. The verify checkpoint was not done before or after any of the femur cuts or tibia cut, so array movement could not be confirmed. The investigation found that the most probable root cause of the issue is the combination of potential array movement and leg/robot movement. However, the reported issue could not be confirmed. During investigation it was noticed that one of the screw holes was empty in the sat transfer mechanism (a component of satellite station transfer mechanism which aids in transferring the draped robotic-assisted device onto or off of the operating table¿s side rail), the sliding mechanism of the sat transfer mechanism, the actual tray itself; one of the screws was missing in this component. It was noted that when the screw was tightened, and the system was tested, it performed as intended. Therefore, the root cause for that issue could not be determined. A review of the service history record (shr) indicates that review result is not relevant to the current complaint condition.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during a total knee arthroplasty (tka) surgical procedure it was observed that the chamfer cuts were 3-4mm off while using the robotic assisted satellite station device and robotic assisted base station device. It was reported that the plan was to press- fit, but the surgeon had to cement due to the chamfer cuts being off. It was further observed that there was a screw under the robot, and it was unknown as to where it had come from. It was reported this was the first knee procedure of the morning. It is unknown if the robot was mounted to the bed. There were no adverse consequences to the patient, or surgical delay reported. No additional information could be provided.